Manufacturer narrative:
Received 1 silicone catheter for evaluation. The reported event was unconfirmed as the problem could not be reproduced. Per visual inspection, no defects were found. Per the functional evaluation, the balloon was inflated with 10 cc of a mix of tap water and blue methylene, using a syringe, and no leakage on the catheter balloon was found. The catheter was then left for 10 minutes and no leakage on the balloon was found. Per the dimensional evaluation, the balloon active length was measured and was found to be 0.7260¿ on one side and 0.7430¿ on the other side (specification = 0.6 - 0.9 in.). The balloon active length was found to be within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the balloon of the catheter deflated prematurely. There were no pieces missing from the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon of the catheter deflated prematurely. There were no pieces missing from the balloon.